Event description:
During a cataract extraction procedure, sparks were seen coming from the connection of thie phacoemulsification handpiece. Another handpiece was used to complete the procedure.

Manufacturer narrative:
Device was replaced.